Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was concluded that the device can not be repaired. The cause of the reported issue could not be determined. The customer received a replacement device. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is +011(049)06181974027.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event